Event description:
On may 2002, the patient's family member reported that the device has a loss of lock. At that time, external equipment was replaced; however, the reported problem was not resolved. Neither the implant center nor the company representative was able to resolve the problem. It was decided that the patient will be explanted and is scheduled to be reimplanted with another clarion device.